Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Dried blood/tissue was present around the helix. Stylet in lead. Resistance testing and x ray found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break near to terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis was unable to confirm dislodgement.

Event description:
Additional information received, and a supplemental report is being filed.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead experienced dislodgement. The lead was attempted to be repositioned, but the lead helix exhibited extension issues. The physician suspected that the lead broke. The ra lead was explanted. No additional adverse patient effects were reported.